Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in air water channel and rusted air water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, for the foreign material in air water channel the most probable cause of the complaint was not established and for the rusted air water cylinder the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.